Event description:
It was reported that before use of the bd precisionglide¿ needle there was an issue with foreign matter. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
H.6. Investigation: photo evaluation: 1 photo was received for investigation. Observed black foreign matter on the body of the cannula. Sample evaluation: 1 actual sample in opened packaging was received for investigation. The sample was subjected to visual inspection to check for foreign matter. One loose foreign matter was observed on the body of the cannula. It was black in colored and irregular-shaped fourier transform infrared spectroscopy (ftir) analysis: the black foreign matter was sent for ftir test to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of silicone. Similar black foreign matter was collected from the centering gripper and sent for ftir analysis to compare with the black foreign matter on cannula. The ftir results indicated that the spectrum of black foreign matter from the centering gripper matches reasonably with that of silicone. Based on the location of the foreign matter, probable cause could be at the shield loading station, there is dirt (black foreign matter) and silicone accumulated at the sides of the centering gripper; when the cannula centering grip guide the cannula to prepare for shield loading, the cannula could have touched the sides of the gripper. This could have caused the dirt (black foreign matter) and silicone transported at the same cannula location or drop down to hub. DHR's for the assembled needle and packaged needle were performed there were no foreign matter on cannula rejects at the outgoing inspection. No quality notifications were raised for past 12 months on similar reported defect. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle there was an issue with foreign matter. The following information was provided by the initial reporter: foreign material.